Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and malposition was received on january 13, 2020 with lot number 3335904. Analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy, bubbles and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally reported was malposition.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii on right side, device has been explanted.